Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. This information was provided by the customer over the phone. According to received information, the replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the o2 gas module was found defective. The customer decided not to purchase the part due to the high cost and the device will be repaired by third party. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and the claimed part were not provided for further analysis. Our conclusion is that the defective part was the cause of the failure.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).